Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. The physician recommended reprogramming options as the high impedances were related to the right atrial (ra) coil of the rv lead. In addition, further testing was also recommended. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. The physician recommended reprogramming options as the high impedances were related to the right atrial (ra) coil of the rv lead. In addition, further testing was also recommended. No adverse patient effects were reported. This rv lead remains in service. Additional information indicated that reprogramming options were performed. The patient remained under monitoring. No adverse patient effects were reported. This rv lead remains in service.